Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump stopped working for "couple days." Per reporter patient switched to their backup pump to continue infusion. It was reported that the patient experienced pain, fatigue, not feeling well and changes in breathing patters. Per reporter the patient's daughter reported patient "feeling much better." The dose was reported as strength: remodulin 1.5 mg/ml, dose or amount: 34ng/kg/min, frequency: continuous, route: intravenous. No additional adverse effects were reported.